Event description:
It was reported to medtronic neurosurgery that the physician found the shunt to be broken when they were checking it prior to implanting. A new valve was used to complete the operation. It was also reported that the patient was overall ok.

Manufacturer narrative:
The valve of the shunt kit was patent. It met all of the requirements for the reflux, leakage, preimplantation, and pressure-flow tests. A review of the manufacturing records showed no anomalies. 23.2 cm of the ventricular catheter of the shunt kit was returned. The catheter met requirements for the patency and leakage tests. A review of the manufacturing records showed no anomalies. 101.2 cm. Of the peritoneal catheter of the shunt kit was returned. The catheter met requirements for the patency test. It did not meet requirements for the leakage test. A tear was observed 46.4 cm from the distal end of the catheter. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. (B)(4).